Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, stent dislodgement occurred. The 4.0x16mm, 70% stenosed, concentric and progressive target lesion was located in the nontortuous vertebral artery. The lesion was pre-dilated with a unknown balloon. As the physician advanced the 4.0x20mm promus element stent the stent dislodged from the balloon. The procedure was completed with a 5.0x18mm non-bsc stent. No patient complications were reported the patient status is stable.

Manufacturer narrative:
Device is a combination product.(B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, stent dislodgement occurred. The 4.0x16mm, 70% stenosed, concentric and progressive target lesion was located in the nontortuous vertebral artery. The lesion was pre-dilated with a unknown balloon. As the physician advanced the 4.0x20mm promus element stent, the stent dislodged from the balloon. The procedure was completed with a 5.0x18mm non-bsc stent. No patient complications were reported the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination of the device found stent damage. The entire stent is stretched and distorted. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related, in this case the lesion was the vertebral artery which is contraindicated in the dfu. The directions for use state "the promus element stent is indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions." (B)(4).